Event description:
It was reported that a confirmed pump motor stall with no motor stall recovery was noted; stall occurred on (B)(6) 2010. The pt experienced withdrawal. Drug info was not provided at the time of this report. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).